Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead experienced an impedance trend, with a couple of spikes up to 1800 ohms in the trend. The pace portion of the lead was capped and the high voltage end of the lead remains in use. A new pacing lead was implanted. No patient complications have been reported as a result of this event.